Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02959 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, they were unable to release the bands from the device; the handle would not turn. A second device was used, but the same problem occurred with the second device. At that time, the esophagus was noted to be bleeding. It was noted that the bleeding was not caused by the device. The physician stopped the procedure, and treated the bleed with medication to stop the bleeding. No damage was noted to the device, or device packaging. There was no difficulty in setting up the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02959 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, they were unable to release the bands from the device; the handle would not turn. A second device was used, but the same problem occurred with the second device. At that time, the esophagus was noted to be bleeding. It was noted that the bleeding was not caused by the device. The physician stopped the procedure, and treated the bleed with medication to stop the bleeding. No damage was noted to the device, or device packaging. There was no difficulty in setting up the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the ligator head found all seven bands present, and in proper positions. No damage was noted to the ligator teeth. During the evaluation, the handle knob was rotated 180 degrees and an audible click was heard. Further visual examination of the device found that the trip wire was not secured in the handle assembly slot. The trip wire was not cinched in the handle assembly slot. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. As it cannot be confirmed that the trip wire was not secured properly during use, the root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.